Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device turning on and off. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to a defective keypad which resulted in the device not turning on and off was evaluated. No fault found with the returned keypad. ¿ test results identified that the ac indicator lights did illuminate, and the system on key did function after plugging in the power cord. All keys on the keypad were functioning as intended. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was in good condition with no issues observed test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 14-may-2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 13-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only p/n tc10013664 was received for investigation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device turning on and off. There was no patient harm. The issues were noted prior to patient use.